Manufacturer narrative:
Follow-up # 1 (08/29/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k053529.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 2 message on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue first started at 2:00am on (B)(6) 2011. The patient mentioned that due to the alleged issue, he was unable to obtain a blood glucose reading and at an unspecified time after the alleged issue began he developed symptoms of hi blood sugar, hot and tingling feeling, and felt that he was "stuck with needles." At around 5:00am, the patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product was being used. There was no misuse of the product. The alleged issue was not resolved over the phone. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after the patient developed symptoms and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the error 2 message, he was unable to test and at an unspecified time later developed symptoms.